Event description:
It was reported that during procedure after 142 220j and 16 min the fiber is forward firing. The procedure was completed with an another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass cap was detached from the fiber and not returned. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including independent glass cap rotation due to glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during procedure after 142 220j and 16min the fiber is forward firing. The procedure was completed with an another of the same device. No patient complications were reported.